Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was damaged. Customer reported that the o-ring was missing and reservoir could not stay in reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.